Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and there was contamination under all button contacts. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: investigation revealed that the battery compartment was cracked. Additionally, the down arrow keypad button was intermittently unresponsive. The keypad cover was intact with no physical damage. The keypad cover was removed and evidence of contamination was found under all button contacts. (B)(6).